Manufacturer narrative:
The subject device was returned to an olympus service center for evaluation. During inspection and testing, it was found that a b30 scope communication error occurred due to damage to the imaging unit. The customer's report of an e226 error code was not confirmed or duplicated. In addition, the angulation lock was loose. The curved rubber adhesive on the insertion section was scratched and missing. Scratches were observed on the operation part, grip, right/left plate, switch #1, light guide connector, light guide cover glass surface, and video connector case, due to external factors. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Event description:
The customer reported that the ltf-s190-5 endoeye flex deflectable videoscope (subject device) exhibited an e226 error code (scope communication error). There was no reported patient or user harm or impact due to this event. Additional details have been requested regarding the reported event. At this time, no additional information has been provided.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified; however, the event most likely occurred due to a malfunction of the image sensor unit, a board inside the video connector, or a malfunction on the system side. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being supplemented to provide additional information obtained from the customer. A supplemental report will be submitted upon completion of the investigation.

Event description:
Additional information received from a customer reported the error message occurred during image confirmation before clinical use. The name of the therapeutic procedure was unknown. There was no delay and the procedure was completed using a similar device.